Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2008. Post-operatively, the pt developed hypotension, cardiac power failure, and anemia. The pt was monitored in the intensive care unit for five days. The pt received a transfusion of erythrocytes, and was given catecholamine therapy and iron. Exclusion of pulmonary embolism was obtained. The event was reported as resolved.